Event description:
(B)(6) informed baxter that they received an initial incident report about a cryocyte bag cracking during the thawing process. Due to this reason, the only part of the graft designated to transplantation has been applied and there is a higher risk of issues during healing. The patient is under long-term monitoring. No issues related to hematology. Blood values are in range. No impact to patient health identified. As reported user facility planned corrective action: thawing process of containers with haematopoiesis cells for transplantation will be realized in sterile polypropylene bags which will be able to catch graft in case of accidental crack of container. No sample is available.

Manufacturer narrative:
(B)(4). Baxter mountain home completed the investigation. Sample evaluation could not be performed as no sample was available and retention samples are not kept for this device. Mountain home stated that all units are 100% pressure tested and visually inspected prior to sterilization. Quality performs an s-3 per batch for in-process finals. Batch review record was performed with no issues or deviations identified in the manufacturing process. Per mountain home, the batch review results are acceptable and no further evaluation is required. Per mountain home, there is no way of knowing how the customer stores or uses the product therefore they cannot determine if it has caused or contributed to the event. The product is in the end of life proceedings as of (B)(4) 2010 and is no longer manufactured. In addition, there has been no increase in complaints of this nature for this product line. This complaint will be kept on file for trending purposes.

Manufacturer narrative:
(B)(4). Baxter medical assessment: this is a cryocyte bag breakage that was discovered. There have been no reported negative clinical consequences for the patient. As in all cases of cryocyte bag breakages during storage there is the potential of loss of engraftment or delay in engraftment with the loss of product. This puts the patient at a greater risk. As such, a breakage could potentially cause or contribute to an event if it were to reoccur. Please know this product is end of life. A follow-up report will be submitted upon receipt and evaluation of additional information.